Manufacturer narrative:
This incident was originally reported to the FDA on (B)(6) 2011. However it was submitted on voluntary form 3500. The purpose of this submission is to report the incident on the correct mandatory form 3500a.

Event description:
Burton medical product outpatient plus medical examination light single ceiling model subject to FDA recall number z-0589-04 became detached at the pivot between the down tube and the arm. Neither the light nor the room were in use at the time of the event. Consequently the light did not impact any person, and there were no injuries. Note: the light was mfg in 1996 and is well beyond it's warranty period and usable life.